Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, the device landed on the touchscreen, and the screen cracked, after which the ilet was no longer functional and no longer watertight. Symptoms included no change in blood glucose. Outcomes included replacement of the device and continued cgm use via the dexcom app or receiver. Investigation included collection of event details and logistics for retrieval of the affected unit and inspection of the returned device . Investigation of this device revealed screen damage consistent with accidental physical impact, resulting in loss of function and loss of ingress protection, with the affected component being the touchscreen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to dropping the device.